Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument broke as the doctor was removing the specimen. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).